Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 25 september 2020: lot 1908429: (B)(4) items manufactured and released on 10-jan-2020. Expiration date: 2024-12-11. No anomalies found related to the problem. To date, 40 items of the same lot have been already sold without any other similar reported event. Other device involved in the event: ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 lot. 1909748 (k112115). Batch review performed by medacta regulatory affairs department on 25 september 2020: lot 1909748: (B)(4) items manufactured and released on 16-mar-2020. Expiration date: 2025-02-26. No anomalies found related to the problem. To date, 116 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection 1 month after the primary surgery and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.